Event description:
It was reported that the 'up', 'down', and 'ok' buttons were unresponsive. There is no additional information available.

Manufacturer narrative:
Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).